Event description:
This lead was implanted on (B)(6) 2011 and still remains implanted at this time. A product experience report received on (B)(6) 2016 stated that the patient paced 6% in atrium and lead had a high threshold measuring 3.5v@0.8.ms. Output was increased to 4.5@0.8ms to allow for adequate safety margin. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).